Manufacturer narrative:
The device logs were provided to technical support for evaluation. Technical support was unable to confirm the reported issue during the log review. A field service engineer (fse) went to the customer site to evaluate the device. A verification check was performed and no issues were found during testing. The reported malfunction was unable to be confirmed or duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that the device was found with a blue screen while not in use on a patient.